Event description:
It was reported to manufacturer by dealer; (B)(4) per dealer one of their customers (B)(6) stated the pin holding the cradle on the lift broke. Pt was in the lift over the bed and was being lifted when the pin broke. Pt fell back onto the bed - no injuries reported - could have been. (B)(4) left to facility for more info relating to reported lift incident - as of this writing, no response from them. (B)(4).